Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was ovalized and had multiple consecutive kinks along its distal shaft, beginning approximately 123.0 cm from the hub. The cat6 was kinked in multiple locations throughout its length. Conclusion: evaluation of the returned cat6 revealed the distal shaft was ovalized and had multiple consecutive kinks. This damage likely occurred due to forceful advancement of the cat6 against resistance during insertion into the non-penumbra sheath. The non-penumbra sheath mentioned in the complaint was not returned for evaluation, and the root cause of the initial resistance could not be determined. Further evaluation revealed the cat6 was kinked in multiple locations throughout its length. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac artery using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician advanced a non-penumbra sheath in the patient¿s body. Next, the physician attempted to advance a cat6 through its peel away sheath and into the sheath; however, resistance was encountered and the cat6 would not advance through its peel away sheath. Upon removal, the physician noticed that the distal tip of the cat6 became kinked. Therefore, the cat6 was set aside and the procedure was completed using another cat6 and the same non-penumbra sheath. There was no report of an adverse effect to the patient.